Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the surgeon had an intraocular lens (iol) with a straight trailing haptic. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.1., d.3., d.4., and g.9. D.3. Product manufacturing site updated upon receipt of additional information. G.9. Manufacturer report number updated and reported under 9612169-2025-02507. All the additional information going forward will be provided under manufacturer report number 9612169-2025-02507. The manufacturer internal reference number is: (B)(4).